Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction supplemental report is being submitted for information on device reprocessing being available at the time of initial MDR submission but not included in it. Customer provided information on device reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. There is no possibility that the device with the foreign material was used in a procedure.

Manufacturer narrative:
Full name of the facility is (B)(6). This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the nozzle. This is attributed to the insufficient cleaning. Other observations for the device are: due to dent on switch (sw) sw1, water tightness is lost; due to wear of angle wire, bending angle in u direction and play of up/down knob does not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a crack; control section boot has damage due to physical stress; connecting tube has a scratch, wrinkle, and discoloration; paint on suction cylinder (s-cylinder) is peeled; scope plate (s-plate) has peeling; forceps channel port is shaved; protector of universal cord has scratches; forceps elevator lever has a scratch; forceps elevator knob has a scratch; up/down and right/left knob have a scratch; scope cover (s-cover) has a scratch; suction cylinder was scraped with a cleaning brush; s-connector has corrosion; universal cord, switch box and grip have a scratch; control unit has a scratch; and device has water invasion. Overall, device shows damage due to handling by chemical and physical stress. The user¿s complaint of air/water leakage through switches was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of air/water leakage from the switch key tops. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that there is foreign material in the nozzle. This is attributed to the insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material present in the nozzle, as observed during device evaluation.